Event description:
Follow up information received reported that the manufacturer's representative spoke with the patient's wife where it was reported that the call to the manufacturer (initial report) solved the patient's problems and they had been doing fine ever since. The patient was asked again today if they still need help and if so, to contact the representative. It was reported that the patient was "good to go for now". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported when the patient is in different locations they feel the stimulation changing. It was noted that at times the stimulation moves from one location to the other, from their hip to up over their hip and then ¿it gets really strong¿. It was noted the patient has worked with their manufacturer representative and has had some cycling and adjustments done. It was further noted the patient has had a surging sensation and the stimulation is intermittent.